Event description:
It was reported that a remote alert was received from this implantable cardioverter defibrillator (ICD), indicating that the right atrial (ra) lead pacing impedance was low and out-of-range (less than 200 ohms). The physician was already aware of these low atrial impedance measurements and is continuing normal monitoring with the device programmed to the ventricular pacing and sensing mode. At this time, the ICD and ra lead remain implanted and in-service. No adverse patient effects were reported. The ra lead is not a boston scientific product.